Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for joint pain/arthritis and spinal pain. It was reported that the patient had their ins for their back pain removed last wednesday on (B)(6) 2018. The patient stated that their reason for calling was to know if they could donate the controllers they use with the ins. Patient services asked why the ins was removed and the patient stated that the ins was removed due to an issue with the implant. The patient explained that the issue was they couldn¿t turn their ins on or increase stimulation without the ins shocking them all of the time, down their legs. They also stated that the ins hadn¿t been working for two years. The event date for the ins shocking when stimulation was on or increased and the ins not working was unknown but they stated it has been about two years. No further complications were reported/anticipated.